Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was stent placement issue. The lesion being treated was located in the superficial femoral artery. While implanting a 6x60x120 epic stent, the device "jumped" and missed part of the lesion. Another of the same device was used to cover the lesion. No patient complications were reported and the patient's status is fine.